Event description:
It was reported that leak was observed from the area around the filter of a clearlink paclitaxel set during infusion. The exact location of leak is unknown. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.